Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The device was confirmed to be in hibernation upon receipt. The device was successfully charged to full capacity in two charge cycles. The complaint about stimulation related shock could not be replicated in the lab. No anomalies were found and the device functioned as expected.

Event description:
A report was received that the patient underwent an ipg replacement due to frequent charging and occasional overstimulation. The bsn sales representative reported that the explanted ipg was implanted too deep. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to frequent charging and occasional overstimulation. The bsn sales representative reported that the explanted ipg was implanted too deep. The patient was reportedly doing well following the procedure.